Event description:
Left knee swelled to double its usual size [joint swelling]. Knee effusion [joint effusion]. Case description: a spontaneous report was received from a pt designee on (B)(6) 2010 regarding a (B)(6) male pt with osteoarthritis of the knee, initials (B)(6), who experienced knew swelling and knee effusion after treatment with synvisc. The pt had a history of previous treatment with synvisc (one series in approx 2008). On (B)(6) 2010, the pt received his first injection in the current series of synvisc into his left knee (lot# u09121). Soon after the injection, his knee swelled to double its usual size. On (B)(6) 2010, the pt had 60ml of fluid withdrawn from the knee and was treated with a corticosteroid injection. He was also prescribed a two week course of naproxen (500mg). At the time of this report, the outcome of the pt was unk. On (B)(4) 2010, additional info in the form of qa results was received. The production and quality control documentation for lot# u09121, expiry date 07/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. For additional events from this reporter see (B)(4). MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# u09121, expiry date 07/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.